Manufacturer narrative:
Age at time of event, corrected data: the initial manufacturer report incorrectly reported the patient¿s age. Date of event, corrected data: the initial manufacturer report incorrectly reported the event date. Relevant tests/laboratory data, corrected data: the initial manufacturer report incorrectly reported the date of the normal mode diagnostic results.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient¿s device was tested during an office visit on (B)(6) 2014 and multiple diagnostic results revealed high impedance (dc dc ¿ 7). The patient¿s device was subsequently programmed off. X-rays were taken and were reported by the physician to be unremarkable. No clear lead breaks were found and the lead connector pin appears fully inserted into the generator connector block. Clinic notes were receiving indicating that the patient was referred for surgery. Follow-up revealed that the patient underwent generator and lead replacement surgery due to high impedance. The explanted generator and lead have not been returned to date.